Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient reports on maude event report: depuy asr hip implant implanted in 2006 is causing very high levels of cobalt and chromium in blood stream. At present, getting several opinions from orthopedic specialist about what to do about this. None of the doctors seem to know if the device should be removed or just watch blood levels for now. Doi: 2006 - dor: none reported update (B)(6) 2013 - litigation papers received. Hip side and doi provided. Invoice located with part/lot information. Litigation alleges physical injuries, pain, disfigurement and elevated metal ion levels. The complaint was updated on: 12/5/13.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.